Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of unknown age and ethnicity. The patient began human insulin (rdna origin) regular and human insulin (rdna origin) nph via cartridges via a humapen ergo ii device; information on route, indication for use, dosing regimens, and start date not provided. On unknown date, clarified as his last application, he realized that the pen was not making those clicks when selecting the dose and when pressing the injector button. It was noted that it seemed that the medicine was not coming out of the pen. It was noted that troubleshooting procedure was performed online twice and the second time the insulin came out. He was instructed of the importance of calibration before each application. This humapen ergo ii device was associated with product complaint (B)(4) lot number 1805d03. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model and suspect device was not reported. The humapen ergo ii device was not returned to the manufacturer. Edit 27oct2020: updated medwatch fields for expedited device reporting. No new information added. Update 14dec2020: additional information received on 10dec2020 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; added the date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated (B)(6) 2020 in the b.5. Field. No further follow up is planned. Evaluation summary : a male patient reported that his humapen ergo ii device "was not making those clicks when selecting the dose and when pressing the injector button." He noted that it seemed that the medicine was not coming out of the pen. With the guidance of a trained professional, troubleshooting was performed, including priming the device, and the second time the insulin came out. The device was not returned to the manufacturer for investigation (batch 1805d03, manufactured may 2018). The narrative suggests the presence of a known malfunction (missing or defective abd clicker), but since the device was not returned, the malfunction could not be confirmed. It is unknown if the clicks were still absent after troubleshooting was performed. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to missing clicks complaints. A complaint history review, batch record review, and safety case review of the batch did not identify any atypical findings with regard to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of unknown age and ethnicity. The patient began human insulin (rdna origin) regular and human insulin (rdna origin) nph via cartridges via a humapen ergo ii device; information on route, indication for use, dosing regimens, and start date not provided. On unknown date, clarified as his last application, he realized that the pen was not making those clicks when selecting the dose and when pressing the injector button. It was noted that it seemed that the medicine was not coming out of the pen. It was noted that troubleshooting procedure was performed online twice and the second time the insulin came out. He was instructed of the importance of calibration before each application. This humapen ergo ii device was associated with product complaint (B)(4) / lot number 1805d03. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model and suspect device was not reported. The humapen ergo ii device was not returned to the manufacturer. Edit 27oct2020: updated medwatch fields for expedited device reporting. No new information added.